Event description:
"Brite pro solo laryngoscope with batteries and blade that were within dates failed to function cauing a delay in intubation".no report of serious injury / harm to patient or userno report of indirect harmno report of hospitalisation - initial or stay prolonged by 1 day or moreno report of serious injury, disability or permanent impairmentnot reported as life threateningno death reportedno report of required intervention to prevent permensnt damge.this is not a reportable incident but has been reported as the customer reported to the FDA ref: mw5171680 and this reported submitted 2nd september 2025 is in addition to the report we submitted on the 5th august 2025 ref: 3006061749-2025-00029.

Manufacturer narrative:
This report tis in responce to the customer initial reports submitted ref: mw5171679, mw5171680, mw5171681. And the report we submitted on the 5th august 2025 ref: 3006061749-2025-00029.